Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had bilateral hip replacements. Patient will not provide further information. This pi is for the right knee implanted on (B)(6) 2007.